Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) received three inappropriate shocks due to t-wave over-sensing in the primary sensing vector. The patient was seen in-clinic where it was determined that the patient's rhythm morphology had significantly altered since the implant procedure. Additionally, the device data was also forwarded to boston scientific technical services for review and further troubleshooting options were also provided. The physician elected to hospitalize the patient for further evaluation. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) received three inappropriate shocks due to t-wave over-sensing in the primary sensing vector. The patient was seen in-clinic where it was determined that the patient's rhythm morphology had significantly altered since the implant procedure. Additionally, the device data was also forwarded to boston scientific technical services for review and further troubleshooting options were also provided. The physician elected to hospitalize the patient for further evaluation where this s-ICD system was subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported. It was not indicated whether the explanted s-ICD system will be returned for analysis.

Manufacturer narrative:
This report is being sent to correct missing information in e1.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) received three inappropriate shocks due to t-wave over-sensing in the primary sensing vector. The patient was seen in-clinic where it was determined that the patient's rhythm morphology had significantly altered since the implant procedure. Additionally, the device data was also forwarded to boston scientific technical services for review and further troubleshooting options were also provided. The physician elected to hospitalize the patient for further evaluation where this s-ICD system was subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported. It was not indicated whether the explanted s-ICD system will be returned for analysis.